Event description:
After a monthly cleaning procedure, multiple discordant results for free thyroxin (ft4), thyroxin (t4), folate, vitamin b12 and intact parathyroid hormone (ipth) were obtained on an advia centaur xp instrument. Patient results were reported. On the next day some results were questioned by the physicians. The customer reran all the samples that were tested. Sixteen corrected reports were reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
(B)(4):a siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the discordant results was user error: customer not rinsing the bottle properly. The fse instructed the customer about monthly cleaning procedure. The instrument is performing within specifications. Further evaluation of the device is not required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced valves v66, v67, v76, and v77. The cause of the event is under investigation.